Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified proximal right coronary artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was first inflated at 10atm for 20 seconds. However, it ruptured at the distal bc shoulder part upon second inflation at 12atm when inflated for 20 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
A2. Age at time of event- 18 years or older.